Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 02/07/2005 to 09/10/2020 and note that this device has been returned for service 2 times without correlation to the customer reported issue. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the tech was running a calibration test on both sensors after replacement of bottom sensors for pressure on the unit, the test is still failing after sensor was replaced, getting 10 psi failing. Test will first order the proper test set for the sensor then run test again if continue to fail will send unit in for repair services.